Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2016 by the american orthopaedic society for sports medicine titled ¿outcomes after arthroscopic pancapsular capsulorrhaphy with suture anchors for the treatment of multidirectional glenohumeral instability in athletes¿. The study reviewed forty-five (45) patients who underwent indication: soft tissue approximation and/or ligation procedure: arthroscopic pancapsular capsulorrhaphy for multidirectional glenohumeral instability using arthrex fiberwire to address soft tissue approximation and/or ligation. During the three (3) year follow-up period, seven (7) patients experienced joint instability, and three (3) patients required revision. Ref: raynor, m. B., horan, m. P., greenspoon, j. A., katthagen, j. C. & millett, p. J. Outcomes after arthroscopic pancapsular capsulorrhaphy with suture anchors for the treatment of multidirectional glenohumeral instability in athletes. Am j sports med 44, 3188-3197, doi:10.1177/0363546516659644 (2016).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.